Event description:
As reported for this event by the customer, the grey connector of the device was broken. There is no reported harm to any patient.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Field service engineer (fse) went on site to evaluate and repair the device. The grey connector of the device was broken; seal between the connector parts was exposed and not installed correctly, leading to the parts not being seated properly. Fse replaced the grey connector and tested the device. The wash cycle was completed with no errors. Equipment was repaired and verified according to original equipment manufacturer. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the broken grey connector likely occurred from excessive stress being applied to the connector by coming in contact with something hard or from aged deterioration. The following information is stated in the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.